Manufacturer narrative:
Date of event is unknown. This report is for six (6) unknown locking screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for six (6) unknown locking screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent an open reduction internal fixation (orif) on (B)(6) 2017 where patient was implanted with an intramedullary (im) femoral nail, an im tibial nail, two (2) 5mm locking screws in tfna, and four (4) 5mm locking screws in tibial nail. On unknown date it was revealed patient had developed a non-union. On (B)(6) 2018, patient returned to surgery and the proximal femoral nailing system (tfna) and tibial nail were removed. During removal surgery, one screw broke in femoral nail and was removed without difficulty. The surgeon decided to place non-synthes nails for fixation. Fragments generated from broken device were removed easily without additional intervention. Other medical intervention required for femoral nail and tibial nail. There was no reported surgical delay. The patient was ok. The surgery was completed successfully. This complaint, (B)(4) captures the post-operative nonunion and delayed healing that led to revision. Intra-operative incident occurred during revision is captured under (B)(4). This report is for six (6) unknown locking screws. This is report 4 of 4 for (B)(4).